Manufacturer narrative:
Correction: this is a duplicate report to the report under manufacturer report number 1416980-2019-01440. All relevant information was submitted under report 1416980-2019-01440. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The same day as the event diagnosis, the patient was hospitalized due to abdominal pain. The patient was treated with piperacillin sodium and tazobactam sodium and levofloxacin. Treatment was switched to meropenem and vancomycin for anti-infection therapy. Five days after hospital admission, pd catheter was removed and the patient was switched to hemodialysis. Thirty (30) days after hospital admission, the patient was discharged from the hospital and the patient recovered from peritonitis. No additional information is available.